Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that wallflex biliary rx covered rmv stent has been implanted to treat an unhealed leak in the common bile duct during an endoscopic retrograde cholangiopancreatography with biliary stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent was able to de deployed; however, during catheter removal, the stent would not detached from the deployment system. The physician straightened the scope, jiggled the delivery system and eventually, the stent was released and the delivery system was removed from the patient. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.